Event description:
On (B)(6) 2024, a patient underwent a port placement using MRI power port isp placed under the clavicle. On (B)(6) 2025, it was reported that 11 months and 22 days post port placement, the catheter was allegedly found no backflow and pain and swelling (near the port body) were present when saline was injected. An x-ray confirmed that the catheter had been ruptured. Subcutaneous leakage of saline was noted. On (B)(6) 2025, the catheter stump was retrieved via ivr. On (B)(6) 2025, the port portion was surgically removed. It was confirmed that no catheter was left behind. The catheter was broken near the stem.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received in two segments. A complete compound break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was returned and measured approximately 18.4cm in length. A complete compound break was noted on the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other. Splits were noted on the edges of both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other. Splits were noted on the edges of both regions. Multiple kinks were noted throughout the proximal end of the distal catheter segment. Therefore, the investigation is confirmed for the reported fracture, leak and identified material separation, catheter wear and deformation issues. However, the investigation is inconclusive for the reported suction problem as the exact circumstance at the time of the reported event was unknown. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement using MRI power port isp placed under the clavicle. On (B)(6) 2025, it was reported that 11 months and 22 days post port placement, the catheter was allegedly found no backflow and pain and swelling (near the port body) were present when saline was injected. An x-ray confirmed that the catheter had been ruptured. Subcutaneous leakage of saline was noted. On (B)(6) 2025, the catheter stump was retrieved via ivr. On (B)(6) 2025, the port portion was surgically removed. It was confirmed that no catheter was left behind. The catheter was broken near the stem. The current status of patient was unknown.